Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 5024m-58 implantable pacing lead, (B)(6) 1997. (B)(4).

Event description:
It was reported that there was high atrial threshold, and that the lead was used only for sensing and not pacing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.